Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experience heating and pain at the ipg site as a result of recharging the ipg. It was also reported the patient's ipg has become superficial due to the patient losing weight. As a result, an sjm representative plans to meet with the patient.